Event description:
Information was received indicating that smiths medical cadd-legacy pump gave "tubing/clamping" error. It was reported that the reason for use was pulmonary arterial hypertension and the medication being delivered was life-sustaining. The patient switched to back-up pump and continued therapy. There were no adverse effects to the patient due to the reported event.